Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer's mother called to report a hospitalization due to high blood glucose. The current blood glucose reading is 333 mg/dl. Caller corrected with manual injection. The blood glucose reading at the time of the event was 600 mg/dl. Caller stated that the insulin pump was broken. During troubleshooting, time and date are correct. Programming is correct. Nothing further reported.